Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. Failure analysis confirmed but could not replicate the field complaint. A review of the field error logs confirmed the unit had error code 23062 pointing to the mtm wrist pitch. The unit was placed on an in-house system and was driven with no issues. No errors were triggered. No physical damages were found on the unit. Upon further testing, unit was placed on surgeon side console (ssc) fixture test platform (sftp) for fitness test and 1-hour sine cycle. The unit passed tests related to the wrist pitch. Unit only failed verify encoder cal - wp, wy, ro, and grip failed and gravity balance test post sine cycle - sh failed, un-related to the field complaint. After calibrations, they re-executed tests and both passed. 1-hour sine cycle was performed on the unit and no errors were triggered. Due to the dafd error, trace logs were performed and saw slight abnormalities in the wrist pitch commutators. Failure analysis found the wrist pitch gearbox motor and slip ring to be the root cause for the field failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the right master tool manipulator (mtm) error occurred after a few minutes of usage. The fse replaced the right mtm. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted mediastinal mass resection surgical procedure, the site experienced a few 23062 errors on the right master tool manipulator (mtm). Technical support engineer (tse) reviewed the logs and confirmed the occurrence of error 23062 on the right mtm. The procedure was completed as planned with no reported injury.